Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise as well as an unspecified issue. The lead noise was not reproducible. No medical intervention was performed. There were no patient symptoms reported.